Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction recurs.